Manufacturer narrative:
The investigation of vf/vt/af/at, stroke/cva, and infection/sepsis has been completed. The impella device was not returned for evaluation. Without additional clinical details, the root cause of the reported issues could not be determined. Based on the clinical details the cause of the positioning issue most likely was patient condition related due to small left ventricle.

Manufacturer narrative:
The impella device will not be received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed. The instructions for use for the impella 5.5 with smart assist for use during cardiogenic shock states the following: section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation)¿

Event description:
The user facility reported the 72 year old male patient was on impella 5.5 and during support, the patient had atrial fibrillation (af). Support continued. Additionally, the pump was found to be fixated on pap muscle. The team did not reposition at the time, but eventually the pump was repositioned. Furthermore, multiple acute infracts were found on the CT. Later in support, new frontal lobe subacute infarct were found in an additional CT scan. The patient also had a sepsis workup. It is unknown if the sepsis was related to the impella. Support continued.